Event description:
In this case, while the operator was stowing the flat panel (fp), the operator had a hard time trying to latch the fp into the stow position on the brightview xct camera. As the operator was stowing the fp, a square sharp piece of aluminium had fallen out on the floor from the fp. This square sharp piece of aluminium did not come into contact with the operator. A philips service engineer was dispatched to the customer site to evaluate the fp to ensure that it was properly stowed and latched on the system. The philips service engineer evaluated and found that the one of the locking keys, had come loose from the fp locking lever. The philips service engineer fitted and secured the locking key by tightening the screws on the system. The philips service engineer performed a test spin and confirmed and corrected the reported problem.

Manufacturer narrative:
Pr#: (B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).